Event description:
A report was received that alleges that the cuff was leaking after an unk amount of time in situ. No incident related medical sequela was reported.

Manufacturer narrative:
One used tracheal tube was received for evaluation. Upon pressurization, the cuff was found to leak due to a small, u-shaped tear measuring 1.3 millimetres in length located at the maximum diameter of the cuff. The location and physical characteristics of the tear are consistent with having been damaged, most likely while it was inflated. This type of damage can be caused by mishandling of the device either during pt placement. Thickness of the cuff wall showed no abnormalities at the tear. Manufacturing performs a 100% inflation test of the cuffs and had the tear been there at that time it would have been detected. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.